Event description:
Battery failed during a cardiac arrest call. Unit will turn on but there was not enough suction. Sscort iii was used as back up.

Manufacturer narrative:
Sscor reached out to initial reporter to obtain additional information. Initial reporter stated that they received a call for a 68 year old male in cardiac arrest and device did not have enough suction. When device was taken off the bracket it had a full green led, but then the orange and red led light started blinking. Back up device (sscort iii) was used to suction . Reporter also stated that battery has not been replaced since device was purchased on 02/22/2019. Per initial reporter battery malfunction did not cause or contribute to outcome of patient. Device was not returned for evaluation. Battery malfunction is typically due to poor battery maintenance. Sscor has advised reporter to replace battery every 3 years and perform battery tests as stated in product manual. Sscor has issued a replacement battery.